Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with the customer received an alternate wall adapter and usb cable to resolve the issue. No reported adverse impact to the customer¿s blood glucose.